Event description:
During a breast biopsy after the probe initialized the unit was placed in sleep mode, and when they attempted to start the procedure received an error message. They stopped the procedure and completed the case with an alternate biopsy device. The device was returned for service. There was no pt consequence report.